Event description:
During testing at the user facility, it was noted that the battery was swollen. Prior to testing, the device had been returned to the biomedical department with a report of, e320 (bad battery current) malfunction alarm. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the battery was swollen. An e320 (bad battery current) error code was noted in the device history but was not duplicated during testing. This report represents all the info known by the reporter upon query by hospira personnel.